Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd microlance¿ needle caused patient to have foreign matter in the eye, leading to possible serious injury. No report of medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other, device single use? No, device returned to manufacturer: no.

Event description:
It was reported that a bd microlance¿ needle caused patient to have foreign matter in the eye, leading to possible serious injury. No report of medical intervention.

Event description:
It was reported that a bd microlance¿ needle caused patient to have foreign matter in the eye, leading to possible serious injury. No report of medical intervention.

Manufacturer narrative:
Complaint trending review is not possible to perform since no lot number has been provided. No significance trend is observed for this defect on the reported product family. Since complaint defect was not possible to confirm, it was determinate that no corrective actions are required at this time.